Manufacturer narrative:
Evaluation: results - complaint was confirmed; as received the returned lead revealed a cam mark (compression mark) and a fracture with all wires broken. The cam marks on the lead from the swift lock when aligned to the swift lock anchor placement showed the fracture was at the proximal end of the anchor. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system on (B)(6) 2011. The patient had one lead replaced on (B)(6) 2011. It was reported the lead had invalid impedance on all contacts. X-rays were performed, revealing a 90 degree kink in the lead body as it exited the anchor. No further complications were reported.